Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins had not been working which was clarified to mean that the patient had lost control of their bladder and had a bladder infection. When asked about any potential interference the patient reported that they had back surgery and some type of seizure which resulted in the patient having an MRI. The patient did not think that they had a stroke and the patient reported that they have an appointment scheduled for the wednesday after the call. The loss of bladder control, uti, and poor communication all occurred following the patient's MRI. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.